Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air detector was alarming and could not be reset although there was no air in the line. The user replaced the air sensor and the cable but the problem continued. The user then removed the air detection card from a spare 8000 system, but the air detection section of the safety monitor was not working at all. The case was completed with the same device. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.